Manufacturer narrative:
(B)(4). The device(catalog#) is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer reports the subclavian vein was punctured and a leak was noticed.

Manufacturer narrative:
(B)(4). Additional information received: the lot number of the device was reported by the customer. A device history record review was performed on lot # 71f18a3014 and no relevant manufacturing issues were identified.

Event description:
The customer reports the subclavian vein was punctured and a leak was noticed.

Manufacturer narrative:
Qn# (B)(4). The customer returned an introducer needle for investigation. Visual and microscopic examination of the needle revealed two cracks in the introducer needle hub. The needle hub was tested for leaks by attaching a lab ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the cracks in the needle hub. No lot number was provided was provided by the customer; therefore, a device history needle was cracked was confirmed by complaint investigation. The returned introducer record review was performed based on the sales history of the customer. No relevant manufacturing issues were identified. The reported complaint that the introducer needle hub contained two cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the subclavian vein was punctured and a leak was noticed.